Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit gave a "gas device error" message and gave no gas readings. He tried changing out the water trap and line, but the issue persisted. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and repair. A visual inspection confirmed that no visible physical damage, scratches, or signs of liquid exposure were observed. The device was received without a water trap. The total operating time recorded was 59,541 hours, with software version 01-04 and firmware revision 04.10.00. Functional testing was performed using visia2 software with a bsm-6000 connected. During testing, a "check device" error message was successfully duplicated. Further evaluation confirmed that the issue was caused by a defective pump, which requires replacement. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra, serial #: (B)(6), device manufacturer data: 02/09/2014, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The customer reported that the multigas unit gave a "gas device error" message and gave no gas readings. No patient harm was reported.

Manufacturer narrative:
The customer reported that the multigas unit gave a "gas device error" message and gave no gas readings. He tried changing out the water trap and line, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra serial #: (B)(6) device manufacturer data: 02/09/2014 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The customer reported that the multigas unit gave a "gas device error" message and gave no gas readings. No patient harm was reported.